Event description:
It was reported that low impedance and sensing anomaly were observed. When the pocket was opened, twiddler's syndrome was revealed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.